Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1909263) on 21-may-2019. The most recent information was received on 29-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('pains +++ ( lower back and knees)') in a female patient who had essure (batch no. D46958) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant), abdominal distension ("bloating ++"), breast discharge ("nipple discharge one month after the insertion"), amnesia ("memory loss"), musculoskeletal stiffness ("stiff neck"), acne ("pimple eruption"), micturition urgency ("frequent need to urinate"), groin pain ("pain in groin ( right side)"), paraesthesia ("paresthesia of some limbs"), constipation ("constipation +++") and arthralgia ("pains +++ ( lower back and knees)"). At the time of the report, the back pain, abdominal distension, breast discharge, amnesia, musculoskeletal stiffness, acne, micturition urgency, groin pain, paraesthesia, constipation and arthralgia outcome was unknown. The reporter considered abdominal distension, acne, amnesia, arthralgia, back pain, breast discharge, constipation, groin pain, micturition urgency, musculoskeletal stiffness and paraesthesia to be related to essure. The reporter commented: action taken listed: rheumatic follow up, blood tests, CT scans, MRI x-ray, mammography. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('pains +++ ( lower back and knees)') in a female patient who had essure (batch no. D46958) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant), abdominal distension ("bloating ++"), breast discharge ("nipple discharge one month after the insertion"), amnesia ("memory loss"), musculoskeletal stiffness ("stiff neck"), acne ("pimple eruption"), micturition urgency ("frequent need to urinate"), groin pain ("pain in groin ( right side)"), paraesthesia ("paresthesia of some limbs"), constipation ("constipation +++") and arthralgia ("pains +++ ( lower back and knees)"). At the time of the report, the back pain, abdominal distension, breast discharge, amnesia, musculoskeletal stiffness, acne, micturition urgency, groin pain, paraesthesia, constipation and arthralgia outcome was unknown. The reporter considered abdominal distension, acne, amnesia, arthralgia, back pain, breast discharge, constipation, groin pain, micturition urgency, musculoskeletal stiffness and paraesthesia to be related to essure. The reporter commented: action taken listed: rheumatic follow up, blood tests, CT scans, MRI x-ray, mammography. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.